Manufacturer narrative:
Image review: three still images were sent to medtronic for review. One still image provided confirms that the stent advanced the cx lesion. It was reported that the resolute onyx stent failed to position properly and in an attempt to further dilate the lesion, the stent was noted to be deformed upon removal from the vessel. Two still images of the stent confirms that the stent was deformed with raised struts as reported by the account. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was attempted to use a resolute onyx rx drug eluting stent to treat a mildly tortuous cx lesion. No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected and negative prep was preformed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. During the procedure the device could not be positioned properly and the device was removed to further pre-dilate the lesion. Prior to re-insertion, the device was inspected and it was noted that the struts of the stent appeared deformed. No excessive force was used during delivery. A 6f non medtronic 3.5 guide catheter and guide wire were used as part of this procedure. No patient injury reported. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
During the procedure resistance was encountered. The physician used a non-mdt stent to complete the procedure. There were numerous kinks along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 24th and 25th distal stent wrap with struts raised and bunched. There was deformation to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.